Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), a loss of consciousness, and scarring on forehead from an unknown origin. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 21 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.